Event description:
The procedure was temporarily suspended due to bleeding. No injury was reported due to the fiber firing outside the patient. The second fiber was used to complete the procedure.

Event description:
It was reported that during a bph surgical procedure the ¿doctor could not see and decided to stop¿. When the doctor attempted to resume the procedure the fiber would not work so another fiber was used. The new fiber was inside the patient and the old fiber was outside the patient. When the laser was fired the old fiber was activated outside of the patient. It was reported that the ¿uhs rep plugged in the wrong fiber¿. Patient outcome: "no injury" reported.